Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a revision breast augmentation with a 475cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 6-jul-2020, the suspected medical device was returned for evaluation. On 13-jul-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate profile prostheses (left catalog #: 3501680, left serial #:(B)(6), right catalog #: 3501680, right serial #: (B)(6)). On 19-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. A tear (a) was also observed within the crease/fold on the posterior view, measuring approximately 0.1 cm. Leak testing was performed, according with mentor procedure. The result revealed an additional tear (b) on the posterior view, measuring approximately 0.1 cm. Microscopic examination in the tear (b) edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation summary was updated. Investigation summary: reported information indicated that intraoperative punctures were made to expedite removal of the device. Therefore, it was concluded that tear (b) found during the leak testing was identified as the rupture made during the procedure. For the tear a, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Manufacturer's reference number: (B)(4).